Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 375cc mentor memoryshape breast implant prosthesis. Post-operatively, mammogram imaging results identified stable fibroadenomas in the left and right breast. Both were biopsied and determined to be benign. During a subsequent ultrasound, a ruptured right implant was identified in addition to a stable left breast oval nodule determined to be benign. As a result, the patient underwent breast implant removal on (B)(6) 2025. This report is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 07, 2025, mentor was notified that the patient underwent bilateral exchange with mentor gel implants. On november 12, 2025, mentor was notified that the exchange surgery occurred on (B)(6) 2025. Date of explantation: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 15, 2025, the mentor analysis lab received the suspect medical device for evaluation. On december 22, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Manufacturer¿s reference number: (B)(4).